Event description:
When registered nurse (rn) went to disconnect intravenous (IV) tubing from patient and removed the tubing from the alaris IV pump, the rn discovered the top of the pump segment of the primary infusion set had broken off of the blue valve. No harm to patient.